Manufacturer narrative:
The field service engineer cleaned the sample probe, cleaned the reference filter, checked the electrodes for leaks, adjusted the ise probe position, checked the wash station tubing wiring, and replaced the sipper and pinch valve tubes. The investigation could not identify a product problem. The cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 165.9 mmol/l. The repeat result was 141.1 mmol/l. The initial k result was 4.30 mmol/l. The repeat result was 3.26 mmol/l. The initial cl result was 81.4 mmol/l. The repeat result was 103.0 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.